Manufacturer narrative:
Additional information received indicates that adverse event in b1 and required intervention to prevent permanent impairment/damage (devices) in b2 should be unchecked.

Event description:
Additional information indicated that the issues with the patient¿s right ventricular (rv) lead were observed during the procedure. The rv lead had also demonstrated poor sensing.

Event description:
It was reported that the patient presented at clinic for a standard generator changeout procedure. It was noted that the patient's right ventricular (rv) lead exhibited a failure to capture and low pacing impedance. The rv lead was capped on (B)(6) 2026 and successfully replaced. The patient remained stable throughout.